Event description:
A medtronic representative reported that the solera reduction driver tip broke off in the head of the screw during a spinal fusion procedure. The surgeon put the rod on top of it and cinched it down with a set screw. The surgery was completed with the use of the stealthstation s7 system. No negative impact to the patient reported.

Manufacturer narrative:
RMA issued. Medtronic evaluation of returned part finds the tip of the instrument is not broken off, but rather it has been twisted.